Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the monopolar cord caught fire during a robotic procedure. A davinci scissors were in use with the cord. The generator was set at 40. There was no patient injury. Another cord was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 06/02/2016. Date of follow-up report: 10/13/2016. Evaluation of the incident cord found it to be within specifications. The supplier simulation study indicated that an improper connection between the device and monopolar cord would cause the reported failure.